Event description:
A (B)(6) old female patient's granddaughter called zoll customer support to report the patient is receiving constant "connect belt" messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connect belt alarm) has been confirmed. Upon evaluation, the trunk cable connector was broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged trunk connector. The patient received a replacement electrode belt.